Event description:
It was reported that, "this was a revision of a revision. Trident constraint liner pulled out of the cup so surgeon decided to revise. He removed the liner along the head. He left cup in place and cemented in a trident 10 degree 28mm c liner. He also replaced the proximal modular restoration + 10 calcar body. No information on when the restoration modulator was implanted. It was noted that the proximal part of the polyethylene was separated and missing from the proximal constraint liner itself upon removal."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to (B)(4) and thrown away, therefore, not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.